Manufacturer narrative:
The company representative confirmed the footswitch issue and recommended a replacement (to date). However, the customer had not yet approved to have this footswitch replaced. Addition information states the when the system was tested, there was no problem found with diathermy and there was no system message (sm) observed. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event of laser issue is attributed to laser footswitch. The system was found to have no problem with the diathermy nor displaying the sms. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic console exhibited with diathermy probe and laser issues and system displayed an error message. There was no report of procedure details and patient harm. Additional information has been requested none received till date.